Event description:
It was reported the patient lost weight, which caused pain at the anchor site. As such surgical intervention took place on (B)(6) 2024 where the anchor was dug in deeper to address the issue.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown. The allegation is against 1 of 2 anchors; however, it is unknown which anchor, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs anchor model: 1192, UDI:(B)(4), batch: 7186609. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.